Event description:
It was reported that the patient was scheduled for a right distal tibial revision surgery on (B)(6) 2014 after a follow up x-ray revealed non-union, delayed healing, a broken plate, and 3-4 broken locking screws. The initial open reduction internal fixation (orif) of the tibia was performed in (B)(6) 2014. On (B)(6) 2014 a right distal tibial revision surgery was performed, all broken hardware was removed including a broken plate and 3-4 broken locking screws. The procedure was completed successfully with a 15-29 minute time reported to remove the old hardware. Patient outcome reported as surgeon revised to a hindfoot arthrodesis nail system. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported: I reviewed the complaint description and x-ray images. I can confirm plate and screw breakage can be observed this report is for three returned unknown cortex screws confirmed by engineering to be broken. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for three cortex screws, part and lot numbers unknown. Original implant date reported only as (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: investigational summary was conducted for an unknown cortex screws and unknown variable angle screws: the screws likely failed under fatigue related to insufficient bone healing. However, there is insufficient information to determine the root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.